Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection and sepsis could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported stroke and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU lists infection (local, driveline, pump pocket or pseudo pocket), sepsis, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, "patient care and management", also lists infection as a potential late postimplant complication. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. Furthermore, several sections of the heartmate ii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient became septic from an ongoing driveline infection. The patient's methicillin-resistant staphylococcus aureus driveline infection had become refractory or only temporarily responsive to prior treatments. The patient was admitted to the hospital, and upon admission they were found to have a fever and an elevated white blood cell count. The patient had a middle cerebral artery stroke which was diagnosed via computed tomography scan. The stroke was thought to have been caused by a septic embolus. Support was withdrawn and the patient expired.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to sepsis. It was reported that the patient¿s outcome was not device or therapy related.